Event description:
Orthopedic surgeon reported extra bleeding occurring after a rongeur used in the procedure apparently failed to make a "clean bite". Postoperatively, a hematoma developed and resulted in a return to the or for evacuation.